Event description:
Clinical study. It was reported that 6 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated a 3.0x18mm, 100% stenosed, mildly calcified mildly toruous lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus liberte' 3.0x20mm drug eluting stent, reducing stenosis to 0%. Pre and post procedure, lesion had thrombus present. There were no other reported complications. The pt was discharged 3 days later on aspirin and plavix. Six days after the initial procedure, the pt died when she was sleeping. No autopsy was done. The pt was taking aspirin and plavix at the time of this event. In the opinion of the physician, the relationship of this cardiac event to the taxus liberte' stent was unk. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.